Manufacturer narrative:
(B)(4). Device evaluated by MFR.: analysis of returned product revealed that the device has a number of slight kinks on its distal section and also shows evidence of its coil covering section, on the main body, peeled (the surface of the coil), which could be evidence of a friction higher than expected between the devices producing the difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30 may 2018. It was reported that advancing difficulties were encountered. A 035/260/1 (bx/5) amplatz super stiff¿ guide wire was selected for use; however, it got caught in stent graft and was not delivered successfully. It was considered that the cause of the issue was the stent graft. Another stent graft was used but the guide wire still got caught. The device was removed and the procedure was completed with another 035/260/1 (bx/5) amplatz super stiff¿ guide wire. No patient complications were reported. However, returned device analysis revealed that coating peeled on the surface of the coil.